Event description:
It was reported the device exhibited a line isolation monitor issue. The product fault occurred during pm testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following fields were updated with corrections/additional information: d4. Unique identifier (UDI) #: (B)(4). D9. Device available for evaluation: yes d9. Date returned to mfg: 21-feb-2024 investigation summary: the affected device was received for investigation. The enclosure was cracked around the drain tube fitting, the quick connect was corroded, the water tank cover was cracked on the top and side, and the line cord was non-OEM. The pcb and power switch were also outdated. After visual inspection, the reservoir was filled with water, the temp check e5579 was attached, the line cord was plugged in, and the power turned on. The customer's indicated failure could not be duplicated nor confirmed with the functional testing, and the root cause could not be determined. No action was taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.d4